Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated section d1 for brand name. Updated d4 for catalog, lot and UDI #. Updated g1-g2 for follow-up report submitter, g4 for awareness date, g5 for pmi/510(k)#, and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Unknown information: a4: patient weight was not provided. D4: expiration date and lot# unknown. H4: device manufacture date is unknown since lot# is unknown.

Manufacturer narrative:
Per the complaint, part number and lot information are unknown. If additional information becomes available a follow-up report will be submitted

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.